Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit shuts down with no alarm.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: shuts down with no alarm not duplicated e: alarm manifold hoses leaking and saturated sieve beds. Complaint was not confirmed. The underlying cause is could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: shuts down with no alarm not duplicated e: alarm manifold hoses leaking and saturated sieve beds. Dealer states the unit shuts down with no alarm.